Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product and a rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. Additional, changed, and/or corrected data: a.2, h.3, h.6.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product and a rupture. Device has been explanted.